Event description:
It was reported that the insulin pump had a blank display. Customer stated that after her shower the insulin pump went dead and did not receive any alarms indicating that the insulin pump was losing power. It was also noted that a new battery cap did not fix the issue. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No blank or display anomaly noted. All operating currents were normal no unexpected low battery or off on power alarm noted. No damage inside pump noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.